Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6).

Event description:
Continuum acetabular component was replaced in one hip because of early aseptic loosening at 16 months postoperatively. There has been no further information provided and patient outcome is unknown.